Event description:
It was reported to philips that a blue screen occurred during system switch on due to a faulty os hdd on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part and restored the backup successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).